Manufacturer narrative:
(B)(4).

Event description:
During follow up, the patient was unable to feel the vibratory alert of the device. The device was explanted and replaced and the patient was stable.